Event description:
The excluder bifurcated endoprosthesis was placed in a very angulated, conical aortic neck. Following deployment of the device, it failed to obtain fixation and dropped as a result of the angulated neck and the slow deployment speed. Two aortic extenders were deployed to help fixate the trunk-ispilateral device. A type iii endoleak was observed and a third aortic extender was deployed. At the end of the procedure, a small type iii endoleak persisted. The physician decided to end the procedure and monitor the pt. The physician stated that the excluder components performed as expected in this pt's extreme aortic anatomy. During the procedure the pt lost blood through the hemostatic valve of the introducer sheath, requiring transfusion of two units of whole blood.